Manufacturer narrative:
Product analysis summary the stent was not present on the balloon and did return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The dislodged stent was severely deformed with stent wraps bunched, stretched and overlapping. The inner lumen patency was verified. No deformation evident to the distal tip. No other damage evident to the remainder of the device. Section g all manufacturers updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat a mildly tortuous, moderately calcified lesion with 75% stenosis in the proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Thelesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It was reported that the stent could not be delivered to the lesion due to the calcification present and when attempting to remove the stent through a non-medtronic 5.5 guide extension catheter, stent dislodgement occurred. The dislodged stent was in the distal end of the guide catheter and was pulled back into the guide catheter using the stent delivery balloon. The lesion was then further dilated using a 2.5x15mm balloon. No patient injury reported.